Event description:
Following balloon dilatation of the left anterior descending coronary artery, an attempt was made to implant a 17mm stent. The stent could not be advanced to the appropriate position. With attempts to advance the stent, it loosened from its positon over the balloon. All attempts to retrieve the stent were unsuccessful. The pt subsequently went into cardiac arrest and resuscitation attempts were unsuccessful.